Event description:
It was reported that during a device changeout procedure the patients right atrial (ra) lead became dislodged. An x-ray also indicated that the patients left ventricular (lv) lead had become dislodged. The right atrial (ra) lead was removed and replaced without incident. The lv lead was removed, and a new lead was attempted, but the physician was unable to place a new lv lead due to blockages in the patients coronary sinus. Physician will consider an epicardial lead placement at a later date. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d274trk, bi-v ICD; implanted: (B)(6) 2010. (B)(4).